Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. Additional information was requested and the following was obtained: can you identify the product code and lot number of the product that was used? The product code is xc200. The lot number is unknown. Is the product or representative sample (product from the same lot number) available for evaluation? Yes. Did the clips not hold onto the suture? No, the clip did not hold onto the suture.

Event description:
It was reported that a patient underwent a laparoscopic prostatectomy on (B)(6) 2016 and an implantable suture clip was used. During the procedure, the clip did not hold on to the suture. The device was not used to the patient. Finally, ligation was performed to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
The actual device was returned for evaluation. The cartridge was tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed the remaining clips as intended over suture. The clips were formed as intended and conforming to our manufacturing requirements.